Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 600 mg/dl with extreme thirst. The reporter noted the patient received insulin via the pump and an unknown treatment by a school nurse, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, an intermittent power issue was reported. It was reported that the battery cap was never changed and a battery compartment crack was observed. This complaint is being reported because the reported health event was attributed an alleged pump issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the black box showed unexplained pump reboots on (B)(6) 2016 at 06:28. A replace battery alarm was recoded on (B)(6) 2016 at 06:28 followed by a pump reboot at 06:44; deliveries resumed at 07:11. There were four errors, alarms, warnings observed on the event date: no delivery, no prime, no cartridge detected alarms beginning at 13:25; deliveries resumed at 13:46. The battery compartment was cracked. The battery cap was not returned with the pump, so a test cap was used and completed the 24 hour duration test with no pump reboots observed during that time. The force sensor measured within specifications. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. Unrelated to the original complaint, corrosion was observed inside battery compartment and confirmed by the leak test. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump was opened and no damage or moisture was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).